Manufacturer narrative:
An outside of the united states (ous) customer contacted siemens to report that an operator of an advia centaur xp analyzer was splashed in the eye by a drop of control material. Siemens reviewed the available information and found that the advia centaur rubella control insert and advia centaur hbsag control inserts contain an appropriate warning for biohazard safety. It is unknown if the customer was following universal precautions or was wearing personal protective equipment (ppe) or eye protection while handling the control material. The cause of the eye splash is an unintentional use error. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.

Event description:
An operator of an advia centaur xp analyzer was splashed in the eye by a drop of control material. The operator was manually swirling the control material. The operator flushed his eye with saline and will seek follow treatment locally. The control material was for rubella or hepatitis b (hbsag). The customer is seeking a procedure for how to address a potential infection from the splash. There are no known reports of patient intervention or adverse health consequences due to the event beyond flushing the eye with saline.